Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 127 mg/dl. Customer was able to clear the alarm but, unable to complete insulin pump rewind. Customer stated that the drive support cap was normal. Troubleshooting was performed for motor error alarm. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor unable to perform occlusion test, prime or a33 test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed.